Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007 to treat a rectocele, a cystocele, an enterocele, and a vaginal vault prolapse. The patient experienced erosion of the mesh material, bleeding, dyspareunia, and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01863. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the outcome attributed to the device was recurrence. (B)(4) - undefined recurrence. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01863. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/17/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.